Event description:
It was reported that during a gastrectomy procedure, the blade was broken off outside the pt's body after approx 100 minutes. The broken piece was retrieved. An instrument error code 5 was also displayed by the generator. The doctor commented that the device had not touched clips or something. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.